Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed, the sleep current measurement and self-test. Successfully downloaded the trace and history files using thump. Pump received, with high active current, due to moisture damage to the pcb1 board. The power management graph confirmed, abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed, the pump alarmed 4 abnormal low battery alerts on 7/11/2019 between 6:46:00 pm and 2:18:00 am, due to moisture damage to the pcb1 board. Pump trace download analysis confirmed, the pump alarmed 2 abnormal replace battery now alarms between 7/12/2019 4:17:00 am and 7/14/2019 4:32:00 am, due to moisture damage to the pcb1 board. No moisture damage noted, to the motor assembly, during visual inspection. The following were noted, during visual inspection: moisture damage to electronic assemblies, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and cracked retainer ring. The p-cap/reservoir does lock properly. Confirmed, high active current during analysis, due to moisture damage to the pcb1 board. The pump history download confirmed, abnormal replace battery now alarms. And low battery alerts, due to moisture damage to the pcb1 board. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump was not accepting the batteries. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer moved towards the battery side and received replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device mmt-1780kpk. And customer response was, the device will be returned.